Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the configuration file required an update. This caused the system to not be able to connect to the medical network adaptors resulting in the reported event. The technician updated the configuration file to resolve the issue. The hexavue ip custom room rack was tested for function and operation, confirmed to be operating to specification and returned to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their touch panel connected to their hexavue ip custom room rack was stuck stating "waiting for application server" and the monitors were blank. The system was rebooted prior to the next procedure and the procedures were completed successfully. No report of injury.